Manufacturer narrative:
(B)(4). The insulin pump was received with missing retainer, serial number label faded, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir ring is cracked. The customer's blood glucose reading was 145mg/dl at the time of incident. The customer was advised that the device would be replaced. The product will be returned.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.